Manufacturer narrative:
Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to freezing temperatures. Customer¿s blood glucose level was 188 mg/dl. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.